Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 93mg/dl at the time of incident. Troubleshooting also found that the pump continuously vibrates. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with pump error 38 alarm during rewind due to corroded motor home switch. The insulin pump passed the self- test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, cracked case behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.